Event description:
During a lung resection procedure, some of the staples were malformed. Changed and used another like device, but staples were still malformed. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the instrument was returned in good visual condition and with no cartridge loaded. When tested for functionality with a test cartridge, the instrument fired conforming. Event described could not be confirmed as the staples were noted to have the proper b-formation.